Manufacturer narrative:
Product event summary # risk analysis: as per risk assessment control document 10191345doc, severity ranking is 6. No CAPA required as a result of severity being below the established threshold greater than 7, this failure type shall be monitored and trended as part of monthly return rate metrics for the determination of occurrence. Investigation conducted: n/a result of investigation: the catheter 2af284/81438 was not returned for investigation. Replacing the catheter resolved the issue. Device history record (DHR) for lot # 81438 reviewed. The yield for this lot was within historical yield range for this product. Final resolution: unable to investigate the ¿broken luer¿ issue. The catheter 2af284/ 81438 was not returned for investigation. This report will be recorded and trended. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, when a y-connector was connected to the luer at the push button, the luer broke. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.